Event description:
On (B)(6) 2005, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, a computed tomography revealed a distal type I endoleak from the pt's left iliac artery. No aneurysm growth was noted. On (B)(6) 2012, the pt was implanted with two gore excluder aaa endoprostheses to treat the endoleak. The left hypogastric artery was intentionally covered. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.